Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The user reported discrepancies between their bg and sg values. The case was escalated to next level support for further assistance. Upon review, it was determined that the user's system was performing within expectations. The user was advised to continue using the system as normal and calibrating as required.

Event description:
Senseonics was made aware of an incident where reported discrepancies between their bg and sg values.no injury or medical intervention was reported.